Manufacturer narrative:
Subsequent information indicates that the device was explanted and has been returned for analysis. The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter (ICD) declared a batter status of elective replacement indicator (eri) due two consecutive charge times outside of the extended charge time limit for this device. Available information indicates that this device remains in service at this time. No adverse patient effects were reported.